Manufacturer narrative:
The customer reports that the cns (central monitoring system) is freezing and intermittently gets a blue screen. The customer ordered a new hard drive, main board, and power supply. Replacing the hard drive resolved the issued. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reports that the cns (central network station) is freezing and intermittently gets a blue screen.